Manufacturer narrative:
It was reported that, during a thr surgery, one trial femoral head 36 s/+0 broke. No pieces fell into the patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not injured as consequence of this problem. The claimed device, which intent use is in treatment, was returned for investigation. The failure mode of material deformation can clearly be identified and a relationship between device and event can be confirmed. The head shows heavy signs of wear and tear all over the surface and one flap is about to break off. The production record did not reveal any deviation which could have led to the occurred failure of device. A complaint history review was performed as well. One additional similar complaint was recorded for the batch in scope. Nevertheless, the batch size includes (B)(4) pieces which was manufactured back in 2016. There is no indication that the device failed to match specification at the time of manufacturing. Since the device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. After the performed investigation the root cause will be determined as end of life problem identified. At that time no further activities like corrective or preventive actions are planned. The returned device will be discarded. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a thr surgery, one trial femoral head 36 s/+0 broke. No pieces fell into the patient. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not injured as consequence of this problem.